Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the device has a battery issue. Available details indicate that the device battery is saturated, so the customer requested a quote for a new battery. However, the customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms, and the device remains at the customer site.